Event description:
It was reported that the connection between the cap and suction tube onthe surgivac was loose. It was reported that a nurse applied surgical tape to the connection. There was no report of spilled bodily fluids, and no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for eval. Upon visual inspection, it appeared that there was not enough solvent between the end of the cap and the adaptor. This MDR is being submitted late as it was identified as part of a retrospective review conducted by zimmer orthopaedic surgical products (zimmer osp). This retrospective review was conducted in response to an inspectional observation at zimmer osp in february 2008. The agency's inspectional observation concerned the decision(s) not to submit certain mdrs.